Manufacturer narrative:
Other applicable components are: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension; product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension; product ID: 37603, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: implantable neurostimulator; product ID: 3389s-40, lot# va1jsts, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the during the patient's routine post op MRI that there was edema at the end tips on both tracts. Differential diagnosis infection versus bilateral inflammation. High impedances were also noted on both sides at initial programming appointment post placement. Also noted was tremor return on both sides at programming. No environmental/external/patient factors that may have led or contributed to the issue were reported. Diagnostics/troubleshooting included MRI scans and programming to attempt to capture returning tremor. Interventions/actions performed included MRI, programming and ultimately explant of both systems. The explanted devices will not be returned as they were discarded. The issue was reported to be resolved at the time of this report. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the cause of the event was due to reaction to the electrodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the cause of the issues had not been determined.